Event description:
On (B)(6) 2024, while cas was on-site for surgery support, dr. ((B)(6)) experienced a posterior capsule rupture on procedure ID #19. The area of concern was the inferior nasal and was observed during the cortex removal.

Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. Patient was refered to retina specialist. Retina surgery was completed with no further issues and is doing well.

Manufacturer narrative:
Laser capsulorhexis was completed without issue and laser found to have functioned as designed. Patient was refered to retina specialist. Retina surgery was completed with no further issues and is doing well.

Event description:
On 07/23/2024, while cas was on-site for surgery support, dr. (B)(6) experienced a posterior capsule rupture on procedure ID # (B)(6). The area of concern was the inferior nasal and was observed during the cortex removal